Event description:
It was reported that foreign matter was present on the device. An encore 26 was selected for use. During unpacking, it was noted that there was hair found on the inflation device. The sterility of the device was not compromised and no damage was noted on the packaging. No patient complications were reported and the patient status was stable.

Manufacturer narrative:
Age at time of event: 18 years or older. Device evaluated by manufacturer: the device was returned for analysis. Visual inspection of the device received was inside of its original tray and was opened. The tray was in good condition, no damages were observed. During the visual inspection a hair was observed through the clear section of the tray. Next, the device was removed from the tray to be inspected and a hair was found trapped between the gage clear cover and the blue housing, part of the hair was exposed outside of the gauge cover. The encore device did not show damages, it was in good condition.

Manufacturer narrative:
Age at time of event: 18 years or older.

Event description:
It was reported that foreign matter was present on the device. An encore 26 was selected for use. During unpacking, it was noted that there was hair found on the inflation device. The sterility of the device was not compromised and no damage was noted on the packaging. No patient complications were reported and the patient status was stable.